Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was unable to duplicate "not getting enough air." All testing performed using a good known test patient circuit as well as a good known ac adapter. Model lap top ventilator 1150 then passed 95 hour extended tests at customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. Unit passed all testing.

Event description:
The customer reported model lap top ventilator 1150 was not providing enough flow while connected to a patient. Per patient, he felt like he was not getting enough air and needed to be switched to a backup ventilator - lap top ventilator 1150. The patient stated the backup ventilator felt just fine. The patient is a long term ventilator dependent patient who has been on the ventilator over 12 years. Per questionnaire, medical intervention was required. The patient needed to be switched to the backup ventilator but no further details have been provided regarding allegation of patient injury or harm.